Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care professional (hcp) regarding a patient with an implantable neuro stimulator (ins) for non-malignant pain. It was reported that the patient is in pain and the device is not helping with the pain. Patient plans to have device removed. The MRI is for thoracic and lumbar spine and hcp believed that the hcp may be checking on things prior to explanting device. Prior to calling, hcp had been trying to sync programmer with ins but was not able to. Hcp then discussed further with patient and said the ins worked for 4 months and then it stopped working. Hcp asked for clarification and reviewed that device was implanted in 2016 and then patient said that it worked for a year but for the last 4 months it has not been working. At another point in the call patient indicated that the ins had not been charged for 2 years. Walked through attempting to interrogate ins with programmer both with and without antenna and repositioning of programmer all attempts resulted in poor communication. It was reviewed that the ins potentially in overdischarge and they would not be able to access MRI mode; therefore, cannot recommend patient be scanned. No further patient symptoms or complications were reported in this event.